Event description:
It was reported high lead impedance was observed in the implantable tachy lead. A lead fracture was suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. However, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling and became extrinsically distorted due to pulling/stretching/overstress. The distal conductor of the lead was extrinsically over-rotated and became extrinsically distorted due to pulling/stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood, the inner tubing of the lead was extrinsically breached due to a tear, the outer insulation of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was extrinsically breached due to a cut and the overlay tubing of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. It was also noted that although the lead was returned with severe explant damage, there were no anomalies observed that would have contributed to high impedance, nor was a fracture observed. Although there was an extrinsic cut to the outer insulation, no blood ingression onto the conductors was observed. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.